Event description:
It is reported customer reports "they keep getting errors on the blood pressure cuff tester along with readings in the 200+ range. Customer runs another test and the same thing happens. 3 times in a row one evening."

Manufacturer narrative:
It is reported customer reports "they keep getting errors on the blood pressure cuff tester along with readings in the 200+ range. Customer runs another test and the same thing happens. 3 times in a row one evening." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.